Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "a collection is observed in the lower inner quadrant, probably related to seroma" confirmed by diagnostic testing. "Left breast pain" and "deformity" due to contracture was later reported by physician. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii" and "seroma".

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.